Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a samsung a30 phone with android version 9 operating system, app version 210110406. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, convulsions, "cold sweats", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "intravenous glucose" (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarm. The reported issue was investigated and attempted to replicate using similar configuration of samsung galaxy note8 (android 9, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink [android] application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 android application part number [71857-01]. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use a samsung a30 phone with android version 9 operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, convulsions, "cold sweats", and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "intravenous glucose" (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.